Event description:
Account stated, when they use the head up, the head hi/low raises as well. He found that when they use any button that activates the manifold to run, the head hi/low raised. Account replaced the head hi/low up valve to resolve this issue.